Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. Patient faced infusion set blockage located at the site. Infusion set has not been used more than 48 hours. Customer changed supplies as necessary and resumed insulin therapy. No further information available.